Event description:
Rayner intraocular lenses limited received notification from the finnish distributor of an event that occurred during use of a single use soft-tipped disposable injector (model: 4-inj-04). The event description provided states "..the blue tip of the plunger did not fit the nozzle of the injector, but was repeatedly bent to the loading bay".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. A representative of the finnish distributor was present at the procedure. The distributor representative reports that the plunger problems were detected prior to lens loading. The device did not come into contact with the patient at any time during the surgical procedure. The procedure was able to be completed satisfactorily in the original planned surgery session with a back-up iol. The healthcare professional confirms that there was no impact to the patient as a result of the event. The information received from the distributor suggests that the plunger was depressed more than once prior to the lens being loaded in the injector. This is a direct deviation from the instructions provided by rayner. The r-inj-04 injector has been retained by the healthcare facility and will be returned to rayner for inspection. The results of the device inspection performed will be provided in a follow-up report.